Event description:
Related manufacturer reference number: 1627487-2021-18795. It was reported the ipg was unable to communicate with external devices. The patient had not recharged or used the ipg as recommended. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention was undertaken on (B)(6) 2021. During the procedure, intra-op diagnostics showed the patient's lead had high impedance. As a result, the patient's ipg and lead were explanted and replaced to address all issues.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.